Manufacturer narrative:
Analysis of neurostimulator model 37602 serial# (B)(4) showed that there were no significant anomalies and that the battery was at "normal end of life." Ins functioned as expected during all analysis testing. Frayed wires described in email cause shorted wires, low impedance, and a shorter then expect battery life. Telemetry and battery output proved to be okay. Analysis of extension model 7495-51 serial# (B)(4) showed that there was a breached depression in the insulation 21 cm from the proximal end. There were no shorts and a good stable output on all electrodes.

Event description:
It was reported that the patient received an elective replacement indicator (eri) message and had uncontrolled symptoms. Longevity calculations were performed and indicated premature battery depletion. Impedance measurements were normal and the patient's condition was indicated as fine. Further impedance testing performed on (B)(6)-2012 showed mildly high impedances and low impedances on two electrode combinations. The neurostimulator and extension were replaced on (B)(6)-2012. During surgery, the leads were found to be frayed. No post-surgery patient outcome was reported. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Extension model 7495-51, serial# (B)(4), implanted: (B)(6)-2001, explanted: (B)(6)-2012, lead model 3387-40, lot# l55614, implanted: (B)(6)-1998, explanted: na, programmer model 37642, serial# (B)(4).